Manufacturer narrative:
Zimmer biomet complaint (B)(4). This event was previously captured in 0001032347-2021-00606 and will now be reported. A new complaint file and MDR were created as event dates were provided. Report source: foreign - (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the drill has broken. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 visual inspection of returned item shows that the drill bit fractured in the shaft of the drill bit area toward the collar area end. The remainder of the drill bit was not returned. No other information can be determined from returned product. Medical records were not provided. Review of the device history record(s) for item# 01-9198 lot# 184901 identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.